Event description:
Patient reports he had a traumatic event involving his implanted defibrillator. While taking his groceries out of the car, he felt a "kick" from his defibrillator in which he was sent to the emergency room and found his defibrillator had exploded. He had the defective device removed and replaced.